Manufacturer narrative:
H10: the sample was received for evaluation with a minicap on the dark blue connector and the white twist clamp was in closed position. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a minicap extended life pd transfer set. This was identified during use for peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available.